Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2021 by the journal of surgical oncology titled ¿minimum 10-year clinical outcomes after arthroscopic 270° labral repair in traumatic shoulder instability involving anterior, inferior, and posterior labral injury¿. The study reviewed twenty-one (21) patients who underwent a procedure for shoulder instability using arthrex fiberwire, to address soft tissue approximation and/or ligation. During the ten (10) year follow-up period, two (2) patients experienced failures. Ref: "berthold et al. Minimum 10-year clinical outcomes after arthroscopic 270° labral repair in traumatic shoulder instability involving anterior, inferior, and posterior labral injury. The american journal of sports medicine.volume 49, issue 14 .https://doi.org/10.1177/03635465211053632."